Event description:
It was reported to philips that the flexvision screen was blank. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the large screen was blank. Rse tried restarting the device, but issue persists. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flexvision pc was defective. To resolve the issue, fse replaced the flexvision pc. The defective device was returned for analysis, for flexviewing pc, malfunction was observed, and the failure was video card need reseat. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.